Event description:
Pt who suddenly developed hypertension, diaphoresis, blurred vision and shortness of breath one day after being admitted for newly diagnosed lung cancer. A specimen collected at 0903 was tested on the beckman coulter dxi for troponin and the result was 5.0. After re-centrifugation, the result was 1.1. After a cardiology consult, troponin was measured on the istat and the result was 0.03. Lab tested this specimen on the dxi and got 0.08. EKG and echocardiogram were negative. A third tni measured on dxi was 0.08 and 0.02 on istat.